Manufacturer narrative:
B5: additional information received: it was reported that there was no damage observed to the delivery system or device packaging. The device was removed from its packaging without using any special force and the deployment steps were followed as per the instructions for use . The patient's vascular morphology did not show any abnormality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular repair of an abdominal aortic aneurysm, the endurant242480 device could not be opened, and the handle got stuck during the deployment process. The surgeon attempted to complete the deployment for about 10 minutes but was unsuccessful. The patient, who had a 75mm abdominal aortic aneurysm, underwent a procedure where the device was replaced with a minimally invasive limb leg of similar size to complete the surgery. The event was resolved by replacing the device with another manufacturer's product.